Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately (B)(6) 2025, their g7 mobile app (ios) turned off the alerts because the smart device storage was full. The blood sugar was 43 mg/dl when the patient woke up. The patient reportedly hypoglycemia unawareness and had to go to the hospital. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.